Event description:
It was reported that the ilet charger would not charge the device because the cord would not remain seated in the back of the charge pad, and a replacement was provided after troubleshooting and education. Customer care provided support that included battery replacement logistics. Investigation of this case revealed a charging accessory issue consistent with a connector or retention fault of the charger assembly, with no device alarms reported. No clinical symptoms during the event reported. Outcomes included no reported impact on health and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger component unrelated to user physiology or device therapy.